Manufacturer narrative:
This device is currently en route to the MFR for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up report.

Event description:
A distributor reported that an mr370 reusable humidification chamber has cracked. No pt consequence was reported.